Event description:
It was reported that the event occurred during the treatment of the right uterine cardinal ligament for a laparoscopic total hysterectomy procedure with robot support. While clamping the issue with the bipolar fenestrated grasper, an "instrument error" occurred consecutively twice. The error was considered recoverable. The first error was presumed to be due to interference, as the shaft of the bipolar fenestrated grasper hit the arm next to it, and continued. But it happened consecutively, so it was handled by replacing the bipolar fenestrated grasper with an equivalent product. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5 (event description), d4 (UDI), d9 (return date), (annex b, c, d and g) device evaluation: medtronic led an evaluation of one bipolar fenestrated grasper and the assocated device data logs. Visual inspection of the bipolar fenestrated grasper noted there was no corrosion on the electrical contacts. There was no damage noted to the jaws of the instrument. Upon microscopic inspection of the drive cables, there was no damage noted. The instrument was received with the base plate partially disengaged. The base plate was re-engaged with no observed failures. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was conducted and all tests were passed, with no abnormalities noted. Evaluation of the device data logs shows that the logs are unable to confirm instrument collision. However, the logs do indicate that there was an error message of 'difference in commanded jaw angles and the actual jaw angles'. This could be due to instability in the bipolar fenestrated grasper controller or ranges of motion made during the procedure. Evaluation of the bipolar fenestrated grasper noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or establish a relationship between the bipolar fenestrated grasper and the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the event occurred during the treatment of the right uterine cardinal ligament for a laparoscopic total hysterectomy procedure with robot support. While clamping the issue with the bipolar fenestrated grasper, an "instrument error" occurred consecutively twice. The error was considered recoverable. The first error was presumed to be due to interference, as the shaft of the bipolar fenestrated grasper hit the arm next to it, and continued. But it happened consecutively, so it was handled by replacing the bipolar fenestrated grasper with an equivalent product. There was no patient injury.